Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 722 mg/dl. The customer stated that she performed and infusion set change with a new vial of insulin, but her blood glucose levels remained elevated. During the prime test, a drop of insulin was observed exiting the end of the tubing. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.